Event description:
It was reported that damage occurred to t:slim x2 pump housing around usb port, which affected ability to charge and meant pump could no longer be considered watertight, although pump had not shut down and caller was unsure how damage occurred beyond normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump, and technical support arranged a warranty replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return damaged pump using pre-paid label within 10 days, all of which customer understood and acknowledged.